Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 5.5 mmol/l. The customer reported several motor error alarms. The customer did not report motor position encoder error. The customer stated the drive support cap to be okay. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms during testing noted. The motor passed the motor test. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.